Manufacturer narrative:
The correction being field is to update the total from 8 to 1. The previous total entry of 8 in the summary field was a data entry/copy paste error.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.